Event description:
Provider alleges the customer was trying to get to the table and could not stop the unit and ran into another chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.